Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) micro-volume extension sets leaked during patient infusion. It was further reported, both ¿syringe tubing with filter at top of tubing¿ leaked. The infusion was micafungin via a 60 ml syringe at 50ml per hour. The events occurred on the same patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.